Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise oversensed untreated. Technical services were consulted and it was suspected myopotential. Troubleshooting options were recommended. Additional information received indicates that this s-ICD system delivered an inappropriate electric shock due to muscle noise. Low amplitude was also noted. Reprogramming options and troubleshooting options were recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.